Manufacturer narrative:
H10: one (1) used full 250ml container, 0.9% nacl by baxter, one (1) used bd alaris pump module set, 3 y-sites, one (1) used bd alaris pump module set, one (1) used list # cl3948, oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap; lot # unknown, one (1) used empty 100ml container, 0.9% nacl by baxter + bevacizumab drug were received and visually inspected. As received, no visible damage or anomalies were seen. The sample was leak tested and leakage occurred from the area of the o-ring/poppet interface on the returned spiros. The reported complaint of leakage can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review could not be completed since no lot number was provided.

Manufacturer narrative:
The device involved is pending for evaluation.

Event description:
The event involved a spiros that leaked at the housing containing an unspecified chemotherapeutic medication during patient infusion. The mating device used with the affected product was an alaris tubing set and a smartsite which were manufactured by bd. There was patient involvement, no adverse event, no harm, and unknown delay in therapy. This report captures the second of two events.